Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The iipv was confirmed in the event history log review. The cause was use error, tidal total uf removal set too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 03:00:39. During night drain cycle 6, the patient's ultrafiltration reading was 1320ml, indicating the home patient (hp) drained 1170ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.